Event description:
It was reported that 10 sharps coll next gen 5.4qt clear experienced missing lid or slide lid/clamp. The following information was provided by the initial reporter: material no.: 305551, batch no.: unknown. 10 containers on have come without lids.

Manufacturer narrative:
H.6. Investigation: the customer's complaint of missing lids has been received and investigated by our quality team. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 sharps coll next gen 5.4qt clear experienced missing lid or slide lid/clamp. The following information was provided by the initial reporter: material no.: 305551; batch no.: unknown; 10 containers on have come without lids.